Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after the catheter was placed in the patient successfully, the user was about to inject the medical agent and found the stopcock was cracked. This was noticed before injection. The catheter was used as it is regardless of the damage.

Manufacturer narrative:
(B)(4). Corrected data: catalog# corrected to ask-17702-kr. The customer returned one stopcock for evaluation. The stopcock contained signs of use in the form of biological material. Several c racks were observed on the luer lock side of the stopcock. The cracks were consistent with external force and torque being applied to the stopcock. To functionally test the device, the luer hub was attached to a water filled lab inventory syringe. When the plunger was depressed, water exited both the cracks as well as the valve. The instructions for use (IFU) provided with this kit instructs the user, "use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect." The reported complaint of a cracked stopcock was confirmed by complaint investigation. The luer hub contained multiple cracks, consistent with excessive torqueing of the device. Based on the information provided and the condition of the returned sample, the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that after the catheter was placed in the patient successfully, the user was about to inject the medical agent and found the stopcock was cracked. This was noticed before injection. The catheter was used as it is regardless of the damage.